Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. Visual receipt analysis: 7/11/2016 - received two, one new and one opened unused power loc max ref: 0142015. No other devices were returned. Functional/performance testing: two power loc max huber needle sets were returned for investigation of disconnecting from microclave connectors. No microclave connectors were returned. The two returned power loc max huber needle sets were evaluated for female luer design integrity. Both luers met iso luer design guidlines. A microclave connector (provided by ICU medical) was used to connect to the female luers of the power loc max huber needle sets. It was observed that if the luers were pushed together rather than allowing the luer lock threads to pull the luers together the luers could be separated with a mild pulling force. When the luer lock threads were allowed to pull the luers into engagement the threads would act as luer locks and prevent premature separation.

Event description:
Complaint received regarding two 12568, microclave clear connector, lot# unknown. Report states, "customer states they are experiencing issues with microclave disconnecting/unscrewing from huber needle (cr bard) line. Reported line disconnecting from cadd pumps with chemotherapy being spilled and line contamination." Unprotected chemo exposure reported.